Event description:
Customer reported being hospitalized due to diabetes ketoacidosis. It was also reported the customer was in the intensive care unit. No further details provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.